Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search identified no other complaints for the related part and lot combinations. Operative notes from the patient¿s previous left knee revision surgery indicate the press-fit tibial component was revised to a cemented tibial component with a stem extension. The femoral and patellar components were noted to be in good condition and were left alone. Well balanced gaps, neutral extension, 135 degrees of flexion, and excellent tracking of the patella were noted after the tibial component was implanted. Per the persona knee system package insert, pain is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other devices used: catalog #4251200051, persona vivacit e articular surface, lot #62910518; manufactured at zimmer biomet, inc., (B)(4). Catalog #42502206201, persona cr femoral component, lot #62691354; manufactured at zimmer biomet, inc., (B)(4). Catalog #42557000114, persona taper stem implant, lot #63110160; manufactured at zimmer biomet, inc., (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that patient is still experiencing pain after revision.